Event description:
Reporter alleged that medical attention was sought on (B)(6) 2018 approximately at 1100 due to the prodigy meter giving high results. A blood glucose test was performed on the prodigy meter and the result was hi, indicating the blood glucose was above 600 mg/dl. Two additional test were performed on the prodigy meter and the results were hi and 500 mg/dl. Paramedics were called immediately and arrive in about 10 minutes. The end-user did nothing while waiting on the paramedics and did not have any symptoms. Paramedics tested the end-user's blood glucose on their meter and received a result of 192 mg/dl, this was about 20 minutes after initially testing on the prodigy meter. The paramedic then tested the end-user with the prodigy meter and the result was 267 mg/dl. No treatment was provided by the paramedics and the end-user was not transported to the hospital. End-user is prescribed oral antidiabetics and is not on any insulin. No further information was provided regarding this event.